Manufacturer narrative:
During pre-decontamination evaluation of the returned certitude delivery system, it was observed that the balloon burst radially from the distal shoulder to middle region of working length, the balloon did not appear to be missing material, and the guidewire lumen was cut proximal to radial opaque marker.

Manufacturer narrative:
Additional information was received. The balloon burst when the valve was approximately 4/5 inflated. The valve position was good. At last report, the patient was stable. Extra volume was not added to the balloon prior to the inflation. The device was prepared according to IFU. Per the physician, the patient¿s small annulus and calcification were possible contributing factors for the balloon burst. No additional information was available.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23 mm sapien 3 valve in the aortic position by transapical approach, the balloon burst during valve deployment.

Manufacturer narrative:
No photographs, video, or imagery were provided for review. The certitude delivery system was returned to edwards lifesciences for evaluation. During visual inspection it was observed the inflation balloon burst in radially and longitudinally. No balloon material appeared to be missing. During dimensional inspection, the balloon single wall thickness of the inflation balloon near the observed burst was measured and was found to be within specification. Due to the condition of the returned device, functional testing was unable to be performed. The complaint for ¿balloon ¿ burst¿ was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were found in the returned sample. A review of dimensional and visual inspection revealed no indication of a non-conformance. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Per the physician, the patient¿s small annulus and calcification were possible contributing factors for the balloon burst. Available information suggests that patient factors (calcification) likely contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.